Event description:
It was reported that during implant the rv lead impedance was low. Lead damage was noted near tie-down. The lead was not implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the inner coil was found kinked/damaged at 10.8 and 11.1 cm from the connector pin. The inner insulation in this area was damaged. The damage on the lead was caused by over tightening the suture sleeve.